Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent a two stage revision for infection. The first stage was performed on (B)(6) 2013. The second stage was completed on (B)(6) 2013.